Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable as the lens remains implanted. Telephone number:(B)(6). The intraocular lens (iol) was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the surgeon implanted an intraocular lens a dark spot was found on the optic. The surgeon advised the patient but has left lens in the eye to monitor the outcome. Through follow up it was learned that the lens is not available as it remains implanted. There are no plans to explant the lens and no pictures are available. The patient status is unknown. No further information was provided.